Event description:
This is a medical device report received on (B)(6) 2013 from a physician who reported that the trocars were dragging during a brachytherapy procedure. The reporter confirmed that during a procedure that was performed on (B)(6) it felt that the trocar was dragging inside the needle. It was described as dragging jerkily and the dragging was significant. No adverse event or patient harm was reported as a result of this device report.

Manufacturer narrative:
Comment: a physician reported the trocars were sticking and dragging inside the needle during a prostate brachytherapy case. There was no report of harm to the patient. However, this is a reportable case because extra time was necessary to complete the procedure, which would increase the patient's potential risk of harm by being subjected to a longer period of general anesthesia than they would have if the device had functioned flawlessly. The longer a patient is under general anesthesia, the greater the potential risk. Patients, especially men in the age group that most commonly develops prostate cancer, are at risk for a cardiac, pulmonary and cns complications from anesthesia, among others, so an extension of time under anesthesia increases these risks. Therefore, this case does involve at least a potential increased risk of harm to the patient and is thus a reportable event. There is no evidence of patient harm as a result of the event evaluated in this assessment. As part of a retrospective review this complaint has bee reopened for additional investigation and analysis. This is ongoing at the time of reporting.